Event description:
Patient reported being injected in the temples with an unspecified juvéderm product. Two days later, patient experienced, eye pain, headache, eye discomfort, eye pressure and tightness sensations. One month later, patient noticed three deep lines in their forehead and a significate volume loss. It's some type of atrophy. Patient has seen five different doctors whom said there is significant face damage. The patient was seeking treatment advise. The symptoms are ongoing.

Manufacturer narrative:
Clarification: the filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. Further information regarding event, product, or patient details has been requested. No additional information is available at this time. The event is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. The event of "atrophy" is considered an unexpected adverse drug experience.